Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially reported sensor glucose vs. Blood glucose disparities. The customer also reported the insulin pump activating threshold suspend inappropriately - the sensor glucose alarmed low while the actual blood glucose value was mid-100s mg/dl. The customer stated there had been worse disparities, such as 200 mg/dl. Blood glucose vs. 65 mg/dl. Sensor glucose. The customer did not wish to troubleshoot at the time of the call. It was advised to call the helpline immediately the next time the issue recurred. No further information was provided.